Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects reported. This previously capped right ventricular (rv) lead was explanted.

Manufacturer narrative:
This supplemental report was created to update d4: UDI.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects reported. This previously capped right ventricular (rv) lead was explanted.

Manufacturer narrative:
This supplemental report was created to update correct aware date.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects reported. This previously capped right ventricular (rv) lead was explanted.